Event description:
On (B)(4) 2015, a 21mm trifecta valve was implanted. During follow ups from february 2016 to august 2018, no aortic regurgitation was observed. In june 2019, the patient report dyspnea. August 2019, moderate regurgitation was observed. In october 2019, moderate aortic stenosis and regurgitation were observed. In november 2019, moderate regurgitation was continued to be observed. On(B)(6) 2019, the patient underwent a re-do avr. The trifecta valve was explanted. A leaflet tear was observed on the stent post between the lcc and the rcc extending toward the lcc nadir along the stent post. It was reported that the leaflet got damaged upon explant. A competitor's 20mm ats open pivot bileaflet heart valve (manufactured by medtronic) was successfully implanted. The patient is recovering well post-procedure.

Manufacturer narrative:
Explant was reported due to stenosis and regurgitation. The investigation found that all three leaflets were torn. Information from the field indicated that a leaflet was damaged at explant. The tear in leaflet 2 was tethered by pannus. There was circumferential fibrous pannus ingrowth on the inflow surface which narrowed the inflow diameter and extended onto the bases of all three leaflets. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tears could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015, a 21mm trifecta valve was implanted. During follow ups from (B)(6) 2016 to (B)(6) 2018, no aortic regurgitation was observed. In (B)(6) 2019, the patient report dyspnea. (B)(6) 2019, moderate regurgitation was observed. In (B)(6) 2019, moderate aortic stenosis and regurgitation were observed. In (B)(6) 2019, moderate regurgitation was continued to be observed. On (B)(6) 2019, the patient underwent a re-do avr. The trifecta valve was explanted. A leaflet tear was observed on the stent post between the lcc and the rcc extending toward the lcc nadir along the stent post. It was reported that the leaflet got damaged upon explant. A competitor's 20mm ats open pivot bileaflet heart valve (manufactured by medtronic) was successfully implanted. The patient is recovering well post-procedure.